Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming key stuck and the error could not be cleared. Per reporter, this issue occurred while setting up for use with a patient. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, the reported problem confirmed with even history logs but not duplicated. The cause of the issue was unknown. As a preventive measure, the keyboard was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.